Manufacturer narrative:
Two opened samples were received in a plastic bag for the report of leaking trocar. The returned samples were visually inspected. Sample number one was found nonconforming with a hole in the septum. Sample number two was found conforming. Sample number two was functionally tested for leaks and found nonconforming. A device history record review for the lot was conducted and no anomalies found. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates this is the fourteenth complaint received for leaking against the components of the reported lot. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to identify a corrective and preventive action. The root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection. This complaint reported lot includes affected manufacturing lots. The post assembly inspection has been discontinued. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the valved trocars were leaking during a vitreoretinal procedure. There was no patient harm. Additional information has been requested. A product sample was received at the manufacturing site and it is awaiting evaluation.